Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that there were high outputs on both the right ventricular (rv) and left ventricular (lv) leads. In addition, it was reported that there was a slight increasing impedance trend and elevated thresholds on the rv lead. The rv lead was capped and replaced and the lv lead remains in use. It was also reported that there may be premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.